Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels ranging between 180-181 mg/dl. Cause was not known. A system check was performed and air bubbles were observed within the tubing.